Manufacturer narrative:
H11: additional manufacturer narrative: this report serves as both the initial and final medical device report (MDR), incorporating the findings from the investigation. The device was not returned to edwards for evaluation as it remains implanted. A device history record (DHR) review was performed, and no relevant non-conformance's were identified. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Based on the information available the most likely cause is use error of not wetting the device prior to cauterization leading to unintendedly burn the graft. The IFU warns that the use of a cautery for any sealed polyester graft can cause burning. As per IFU this can be prevented by initially immersing in a sterile saline solution during the device preparation and wetting the device with saline at the site of cauterization during procedure. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from canada, during a procedure involving a 11060a29 konect device, the graft material caught fire during cauterization because the device had not been wetted beforehand. A flame reportedly appeared but was extinguished with saline. Fortunately, neither the patient nor the surgeon sustained burns; only the graft was affected. The hole in the graft expanded too much and required a patch to complete the surgery. This incident extended the procedure time by 14 minutes. According to the response received, it is believed that the patient's outcome was not impacted by this incident.